Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and were not sure why. They said that they had a normal blood glucose and woke up to a blood glucose that was over 490 mg/dl. The customer¿s current blood glucose is 383 mg/dl and said that they do not feel well. During high blood glucose troubleshooting, the customer said that they did have a back-up for their high blood glucose. They did treat for the high blood glucose by a bolus with the pump. They declined to check for the presence of leaks or air bubbles in the tubing/reservoir and declined to check for any site/insulin issues. The customer wanted to check if the time/date were correct on their pump and verified that the time and date were not correct. The date was off by a month and the time was ahead by 8 hours. The customer was advised that may be the reason they had a high blood glucose. The customer said that they were at the beach the day before and could not see. They were trying to put insulin in and thinks that they may have pushed the button to change the date. They were assisted with programming the correct time and date. The customer declined to check if the bolus wizard settings were accurate and also declined to perform the high-pressure test. They ran a self-test and the pump passed. The customer was advised to change the entire set, reservoir and insulin and treat per their doctor¿s instructions. The insulin pump will not be returning for analysis.